Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as real itchy, bumpy, rough skin that turns red and scars. Patient treats the affected area with over the counter (otc) triple antibiotic ointment cream. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).